Manufacturer narrative:
It was claimed that internal leakage test and pressure transducer test failed during pre-use check (puc). Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the device was checked and nozzle unit on air gas module was defective and replaced to resolve the issue. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The issue was decided to be reported based on available information as defective nozzle unit may lead to stop of ventilation, low o2 or high pressure. There was no patient involvement. Defective parts and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).